Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic unilateral inguinal hernia procedure. The absorbable tacking device was being used for fixing the screen (mesh). When the tacking device was inserted into the cavity for fixation, noticed that a clip (tack) detached without firing. After positioning the screen the surgeon began the fixation. However, the tacking device began to fail as if there were no more tacks. After additional attempts, the tacking device began to fire again. However, observed that the tacks were releasing off of the screen. They were not providing adequate and strong fixation. Tacks fell into the cavity of the patient and were retrieved. In order to resolve the issue and complete the case, used another type of tacking device. There was no patient harm.